Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer had an issue with the act and b buttons being hard to push. Caller stated that the other buttons were working normally. Caller was advised that the pump will need to be replaced. Caller was also advised to have the customer discontinue use of the pump and revert to a back-up plan. Customer will continue to wear the pump but will monitor his blood glucose. Customer will discontinue use of the pump if his blood glucose continues to elevate.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened express, act, and escape button dome switches. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.